Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin # (B)(4), batch/lot # 1000043918, mfg date 01/27/2018, exp date 01/26/2023. Pump: gtin # (B)(4), batch/lot # 1000069895, mfg date 03/09/2018, exp date 03/09/2019.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to recurring incontinence and fluid loss, the cuff had a hole. A new aus device consisting of a 4.0cm cuff, 71cm prb and control pump were implanted.